Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip and broken pump belt clip slot.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll while attempting a bolus delivery. Customer changed batteries and received a button error alarm. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.